Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: there were no unexplained pump reboots observed in the black box history. The returned battery cap secured to the pump and maintained electrical connection. The battery cap was unscrewed half a turn with no power loss. The returned battery cap measured within specification. The battery cap was observed to be cracked with no evidence of moisture found inside. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no intermittent conditions or moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.